Event description:
Pt status post heart transplant came in for routine cath and biopsy. Sheath was removed and perclose device failed, unable to remove device. Surgeon consulted pt to or for device removal. No adverse pt outcome.